Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tr35b fired an incomplete staple line. There was no consequence to the patient.